Event description:
It was reported that the patient presented for a generator change out procedure due to upgrade. During procedure, noise was observed on the right atrial lead when it was tested through pacing system analyzer (psa). Troubleshooting was performed by adjusting the position of pacing system analyzer (psa) cable , using a new psa cable and cleaning the lead for a better connection, but was unsuccessful and an in-range, pacing lead impedance value was also obtained. Hence, the right atrial lead was not used, and the physician elected to use a new lead. The new lead was tested through pacing system analyzer (psa) and stable measurements were obtained. The new lead was implanted successfully. The patient was stable post procedure.

Manufacturer narrative:
A complete lead measuring 45.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.